Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that due to a malfunction of the motor screw, the pump was not completely connected. A repair was requested.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the set screw on the centrimag motor was confirmed. The centrimag motor (serial number: (B)(6)) was returned for analysis to the service depot and upon initial observation the set screw was damaged. The damaged screw was replaced, the motor was functionally tested and passed all testing without any issues or alarms activating. The motor was returned to the customer. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.